Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. It was reported that the outcome of cloudy effluent and peritonitis was not recovered. It was reported that the action taken for pd therapy was unknown. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5 and d10. B5: upon follow-up, it was reported that the patient was treated and finished antibiotic therapy (unspecified). At the time of this report, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.